Event description:
It was reported that the caller was unable to adjust stimulation. The display showed a "call your doctor" icon. A 505 error code was seen on the patient programmer, which occurs when the ins contains invalid settings. It was later reported that the hcp "figured it out" and all was well.

Manufacturer narrative:
(B)(4).